Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), infection ("infections"), anaemia ("anemia"), abdominal distension ("bloating"), tooth disorder ("dental issues"), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, infection, anaemia, abdominal distension, tooth disorder, alopecia, depression and anxiety outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, anxiety, depression, genital haemorrhage, infection, ovarian cyst, pelvic pain and tooth disorder to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded into the left posterior fundus myometrium"), device expulsion ("embedded into the left posterior fundus myometrium"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, dental operation, kidney infection, bladder infection, migraine, abdominal pain lower and low back pain. Concurrent conditions included vaginal bleeding, menorrhagia, vaginal discharge and uterine leiomyoma. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), infection ("infections"), anaemia ("anemia"), abdominal distension ("bloating"), tooth disorder ("dental issues"), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, genital haemorrhage, ovarian cyst, infection, anaemia, abdominal distension, tooth disorder, alopecia, depression and anxiety outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, anxiety, depression, device expulsion, embedded device, genital haemorrhage, infection, ovarian cyst, pelvic pain and tooth disorder to be related to essure. The reporter commented: need for additional surgery. Most recent follow-up information incorporated above includes: on 11-sep-2018: medical records- events essure medical device is embedded into the left posterior fundus myometrium, adjacent to the left cornu was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded into the left posterior fundus myometrium"), device expulsion ("embedded into the left posterior fundus myometrium"), pelvic pain ("pain"), menorrhagia ("menorrhagia/ blood clots and bleeding/bleed excessively") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included cesarean section, dental operation, kidney infection, bladder infection, migraine, abdominal pain lower, low back pain, anxiety, depression, low back pain, diarrhea, abdominal pain, dysfunctional uterine bleeding, right lower quadrant pain, fibroids and pregnancy. No hyperplastic, atypical, or malignant changes identified. Concurrent conditions included vaginal bleeding, menorrhagia, vaginal discharge, uterine leiomyoma, perineal pain, anemia, perineal pain, kidney infection, migraine headache, bacterial vaginosis, diarrhea, urgency urination, vaginal itching, vulvovaginal discomfort, allergy to metals and uterine leiomyoma (4-5cm intramural leiomyoma seen on ultrasound today,). Concomitant products included carbamazepine, ergocalciferol (vitamin d2), hydroxyzine and tramadol. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with gait inability, tooth loss ("dental problems-teeth fell out") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), infection ("infections"), anaemia ("anemia"), abdominal distension ("bloating"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"), coital bleeding ("pain was excruciating for me when I had intercourse plus I bleed abnormally and excessively."), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (d&c, total laparoscopic hysterectomy bilateral salpingectomy and surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, ovarian cyst, infection, anaemia, abdominal distension, tooth loss, alopecia, depression, anxiety, urinary tract infection, female sexual dysfunction, coital bleeding, migraine, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, headache, abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, anxiety, back pain, coital bleeding, depression, device expulsion, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, ovarian cyst, pelvic pain, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Hgb 11.1 [12-16 g/dl]. Hct 36 [37-47%]. Pathology diagnosis: uterus, cervix, and bilateral fallopian tubes. Cervix: mild chronic cervicitis with focal benign squamous metaplasia. Nabothian cysts. No dysplastic or malignant changes identified. Most recent follow-up information incorporated above includes: on 7-mar-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary , apareunia (inability to have sexual intercourse)-pain was excruciating for me when I had intercourse plus I bleed abnormally and excessively, migraines / headaches, dental problems, dysmenorrhea (cramping), pain, vaginal discharge, weight gain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.